Event description:
It was reported that during pre-op, the nim eclipse 21 to 25 pin is not working. There was no patient involvement.

Manufacturer narrative:
H3: analysis of the device was completed and concluded that the module was found cosmetically not okay. Chain assembly missing. Daq916 module is not able to connect with system, bottom pcb failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.